Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion flow blocked alarm event on (B)(6) 2025. The blood glucose level was high for which the patient had to visit emergency room. The blood glucose level was 552 mg/dl at the time of the event. The patient got treated with pump and manual injection of 14u into the abdomen. The length of hospitalization was less than 24 hours. Patient was found positive for ketones (traces of ketones). The patient also had symptoms of nausea. No further information available.